Event description:
The physician had placed the sheathless stent in the pt with the balloon. The device was at the site of the lesion and had been tested by the physician to ensure proper placement. He was preparing to inflate when the guide catheter flipped out into the aorta and the stent came with it but came off of the balloon. The stent remains in the pt. Further testing is to be conducted in an effort to locate the position of the device.